Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5.

Event description:
Healthcare professional later reported the baker grade to be iii.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h4, h6.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI and capsular contracture baker grade unknown. Healthcare professional later reported the baker grade to be iii and "liquified shell, shell already ruptured/multiple pieces". Device has been explanted and not replaced.